Manufacturer narrative:
Section b2, b3: the event date and date of death have been estimated as the date of death was unable to be provided. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established during this evaluation. The pump was not explanted and will not be returned for evaluation. The customer indicated that no additional information related to the event will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the hm ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unable to be provided but was not thought to be device or therapy related.